Manufacturer narrative:
The reported events were infection and helix mechanism issue. A complete lead was returned in three pieces. The helix was stretched and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection noted no anomaly at the connector region. X-ray examination noted the helix stretched consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. Electrical testing, visual inspection and x-ray testing of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2025-15332. Related manufacturer report number: 2017865-2025-15334. It was reported that the patient had bacteremia with lead vegetation. The entire implantable cardiac defibrillator system was explanted. The condition of the patient is unknown.